Event description:
Reporter alleged blood glucose had been high and when going to the doctor, they measured in the 60s mg/dl compared to the customers' meter reading of 391 mg/dl. It was stated the customer's meter then measured 100 mg/dl back to back with a result of 300 mg/dl, when testing was performed back to back alongside the customers' previous result of 391 mg/dl. Reporter stated, the hospital treated customer with dietary adjustments based on their meter reading, however, no medical treatment was received. A request was made for the return of the suspect device and replacement product was sent.